Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to shortness of breath, headaches and an asthma attack related to a CPAP device's sound abatement foam. The reported event of diagnosed with patient to shortness of breath, headaches and an asthma attack was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.the patient did report receiving medical intervention and was prescribed an inhaler. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused shortness of breath, headaches and an asthma attack. The patient did report receiving medical intervention and was prescribed an inhaler. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.